Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination identified the glass cap was detached and was not returned with the fiber. Functional testing with the hene (helium-neon) laser fixture found there were no signs of breakage along the length of the fiber. The connector cones, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Based on the analysis results, it is probable that the device experienced heavy tissue contact and a decrease in saline flow which led to the reported device issue. The instructions for use (IFU) states if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature fiber degradation and/or laser fiber failure.

Event description:
It was reported that about 30 minutes after starting the procedure with this fiber, the tip seemed to experience some problems. The physician removed the fiber and it was noted that the tip was loose. Another fiber was used to complete the procedure without reported complications.

Event description:
It was reported that about 30 minutes after starting the procedure with this fiber, the tip seemed to experience some problems. The physician removed the fiber and it was noted that the tip was loose. Antoher fiber was used to complete the procedure without reported complications.